Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) generated an error that stated "button pressed, please release button". It was noted to check the power on button. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. The keypad on button dome was collapsing. Out of specification (mechanical). Both output connectors were broken, hanger was broken, menu encoder was contaminated (rust), menu encoder knob was contaminated (rust), one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.